Manufacturer narrative:
The device evaluation found, the scope mount was loose. Based on the results of the investigation, it is likely, that the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the loosening. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device evaluation. That the scope mount of the subject device was loose. There was no patient involvement.